Event description:
It was reported that during a stenting treatment procedure, the stent moved on the delivery device and partially deployed. The target lesion was located in the bile duct. A non bsc guide wire was placed and the 8.0x82mm epic vascular stent was advanced into the patient, but was not able to reach the intended location. The epic was removed and it was noted that the distal end of the stent was partially deployed and the stent was mounted "at a position more far-off than ro marker." The procedure was completed with a different device. There were no patient complications reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the safety lock was present. The distal end of the stent was partially deployed outside of the outer tubing. Microscopic inspection revealed the stent was not damaged. Inspection of the remainder of the device observed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the delivery device and partially deployed. The target lesion was located in the bile duct. A non bsc guide wire was placed and the 8.0x82mm epic vascular stent was advanced into the patient, but was not able to reach the intended location. The epic was removed and it was noted that the distal end of the stent was partially deployed and the stent was mounted "at a position more far-off than ro marker." The procedure was completed with a different device. There were no patient complications reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.